Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value adverse event report is being submitted due to symptoms related to diabetes - nausea. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer did not seek medical intervention since he last spoke with us.

Event description:
Consumer reported complaint for e-3 display accompanied by symptom. Brother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nausea. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was performed by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is 04/14/2020. The meter memory was not reviewed for previous test result history.